Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate pain relief. It was also mentioned that scs has been causing pain and patient had difficulty charging the ipg. The patient underwent an explant procedure. The explanted device will not be retuned.